Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged). The nut component has been disassembled and has been forced over the capture pin component and the tines are bent. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history identified additional complaints for the reported issue which has been addressed in a previously implemented design change. Medical records were not provided. The issue of the valgus guide seizing was previously investigated. It was identified that the lock nut mechanism was susceptible to forcible disassembly leading to the device seizing on or not accepting the im rod. A design update was made and implemented. This device was manufactured prior to the design change. Complaint is confirmed through the returned device. The root cause of the reported issue is attributed to a design issue. No additional corrective or preventive actions resulted from this complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to the proceure the instrument was cross threaded and unable to be used. No harm to patient was noted.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.